Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and provided some programming options. According to our records, no intervention has been performed and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this caller reported that loss of capture was observed with the right ventricular lead during atrial sensing tests in ddd configuration. A review of the associated strips show potential oversensing with some pacing inhibition. The patient was asymptomatic. Additionally, the associated atrial lead was exhibiting impedance measurements greater than 2500 ohms, noise, small p-waves and some undersensing.